Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes with significant non-physiological noise. High capture threshold was observed with some variability. It was noted during the repositioning that the lead was not completely inserted. The lead was revised and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.